Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the nozzle split during injection and that a small piece of plastic came out from the nozzle. The lens was implanted successfully; however, the healthcare professional stated that it was difficult to remove the injector from the chamber without stretching the wound. The nozzle splitting during use might be indicative of continued injection against high resistance which could suggest the lens became trapped for an unknown reason. The healthcare facility has confirmed that there was no harm or injury to the patient as a result of the event. Our review of production records for the rayone emv rao200e batch 054243408 showed that all manufacturing and quality checks were conducted with successful results. The device was not returned to rayner. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the nozzle splitting during use.

Event description:
On 6th november 2024, rayner received notification from a healthcare faciltiy in france of an event that occurred during use of a rayone emv rao200e. The evnt description provided states that the nozzle split during injection and that a small piece of plastic came out of the nozzle.